Manufacturer narrative:
Radiometer investigations of the provided data logs showed that the analyzer had successfully measured the sample but did not display these values.the analyzer detected that the po2 and the so2 results deviated so much from the standard oxygen dissociation curve (odc) that an error is suspected. Hence, the analyzer had worked as intended and no failure was identified. Therefore, this incident does not meet the criteria for a reportable MDR.

Event description:
According to the complaint (B)(4), on 2025-05-07 and 2025-05-14, the customer was unable to measure po2 for a patient's sample on their abl800 flex (serial number: (B)(6). This patient is on dialysis. No reports of death or serious injury.